Event description:
A patient reported that the protective door for the pump was missing, causing debris to accumulate in the charging port, which interfered with the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, as they are currently out of warranty and in the process of obtaining a new device.